Event description:
It was reported that a spectrum iq infusion pump did not infuse medication and did not alert of an upstream occlusion during patient therapy in the oncology medical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problems "did not infuse medication" and "did not alert of an upstream occlusion" were not confirmed. The device was sent for upstream occlusion testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.